Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) due to cardiac arrest. Additionally, the device clock did not appear to have adjusted to daylight savings time. Electrogram (egm) review revealed ventricular fibrillation (vf) undersensing, instances where the arrhythmia was below the rate cutoff (rco), and anti-tachycardia pacing (atp) was ineffective. Technical services (ts) discussed troubleshooting options and programming considerations; the patient was referred to cardiology for the clinical decision of arrhythmia interpretation and next steps. This ICD remains in service. No additional adverse patient effects were reported.